Event description:
A malfunction alarm was reported by the caller, indicating a problem with the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur after the reset.